Manufacturer narrative:
(B)(4). Additional information: a service history review determined that this device has not previously been serviced by baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:03. The root cause was determined to be a faulty pump head module. The pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 808:03 during set-up in medical surgery. Review of the device event history determined that this condition interrupted delivery. The facility representative stated that there were no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.